Manufacturer narrative:
The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use state under precautions: " the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product(s) implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries.